Manufacturer narrative:
Additional concomitant medical products: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #33630024, lot # 1573740; part #33650014, lot # 1572681; part #33654408, lot #1551941. Manufacture date for lot 1573740 is 04/08/2016; manufacture date for lot 1572681 is 02/13/2016; manufacture date for lot 1551941 is 01/13/2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a bilateral revision tar. Sometime post-op it was discovered that the patient will need to undergo a revision surgery.